Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronics. The motor assembly had moisture damage. Unable to perform any tests due to blank display. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 468 mg/dl. The customer treated with manual injections. The customer states the insulin pump no longer works after being exposed to fluid. Advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.